Manufacturer narrative:
Article citation: franco, fabrizio, et al. ¿¿air and visco¿ technique: a promising innovation in the surgical implantation of the xen gel stent device.¿ vision, vol. 7, no. 4, p. 71. Https://doi.org/10.3390/vision7040071. Multiple requests for further information have been made. Abbvie has received no response from the authors. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. The event is a known potential adverse event addressed in the product labeling.

Event description:
Reported events of "2 eyes had transient iop spikes within pow1; 3 eyes required antiglaucoma medication(s); 4 eyes required needling; and 3 eyes required trabeculectomy due to uncontrolled iop" in the unknown eye were noted in the article: ¿air and visco¿ technique: a promising innovation in the surgical implantation of the xen gel stent device" vision 7, no. 4: 71.